Event description:
Additional information received confirmed that locators did not fracture. Locators were ill-fitted. No injury has been reported at the time of this report.

Manufacturer narrative:
Additional information was received indicating that locator abutments did not fracture. Locator abutments were ill-fitted and no injury was reported. The event involved four fractured screws and two ill-fitted locator abutments. Fractured screws are currently being reported under MFR # 0001038806-2020-01168, 0001038806-2020-01169, 0001038806-2020-01170, and 0001038806-2020-01171. Upon a reassessment of the reported locator abutment event, it has been determined that this event does not meet the definition of a reportable event. As a result, no further medwatch reports will be submitted for this file. Additional information in regards the fractured screws will be provided under the above MFR numbers.

Manufacturer narrative:
Additional information received confirmed that the fractured screw fragment was removed from the implant. No serious injury was reported. The following sections have been updated: g7: checked "follow-up."

Event description:
Additional information confirmed that the fractured screw fragment was removed from the implant. No serious injury was reported. Event date was also provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device lot number: not provided.

Event description:
It was reported that abutment screw (iloa005) fractured. No surgical intervention was necessary and no injury was reported.